Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering insulin, and the customer has to drink soda 4 to 5 times a day to bring up their blood glucose levels. The customer¿s blood glucose level was 70 mg/dl at the time of the call. Customer used food to treat the current low. The customer was using pump auto mode at the time of the incident. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. Device received with the auto mode feature functioning properly during testing using the glucose sensor simulator. No over delivery anomalies noted. (B)(4).